Manufacturer narrative:
The user facility was unable to provide the lot number, and therefore, the expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used in a button placement procedure. Per the complainant, during button placement, after making a 1.5cm incision, the tube and button pulled out of the stoma without resistance. The incision was covered with gauze and the procedure was cancelled. The procedure was completed several days later by creating another stoma site and using another one step button initial placement gastrostomy kit. Post procedure, the patient's status was reported as stable.